Manufacturer narrative:
Preliminary analysis revealed that the reported behavior is most probably related to a software issue (in some specific conditions the rf communication can be blocked after an inductive communication or removing the programming head, and will be unblocked by an inductive communication).

Event description:
It was reported that after the follow-up performed on 19 may 2015, rf function became unreachable and three attempts to transfer remote monitoring report had failed. A new follow-up was performed on 28 august 2015 and rf function became reachable. In addition, remote monitoring report could be transferred after this follow-up.

Manufacturer narrative:
Please refer to the attached analysis report for complete details.

Event description:
It was reported that after the follow-up performed on (B)(6) 2015, rf function became unreachable and three attempts to transfer remote monitoring report had failed. A new follow-up was performed on (B)(6) 2015 and rf function became reachable. In addition, remote monitoring report could be transferred after this follow-up.

Event description:
It was reported that after the follow-up performed on (B)(6) 2015, rf function became unreachable and three attempts to transfer remote monitoring report had failed. A new follow-up was performed on (B)(6) 2015 and rf function became reachable. In addition, remote monitoring report could be transferred after this follow-up.